Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited oversensing of noise resulting in multiple non-sustained ventricular tachycardia events. The lead was explanted and replaced on (B)(6) 2019. There were no patient consequences.